Event description:
Device malfunction: none. Time of symptoms/ae: 16-days post procedure. Symptoms/ae: myocardial infarct, arrhythmia, death. It was reported that 16-days after a left common carotid stent procedure performed in 2006, the patient experienced a myocardial infarct and ems found the patient in ventricular firbillation and she was defibrillated x2 to pulseless electrical activity. Acls protocol was followed. CPR was performed and temporary pacemaker was used. It was further reported the the patient was brought to emergency after cardiac arrest. EKG was suggestive of infarct and right ventricle anterior myocardial infarct. The patient regained rhythm and b/p briefly, however, deteriorated. The patient died after 26 days. No additional information available.